Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn primed tubing with ns and did not notice any problems. A second rn turned on the ns drip and noticed saline freely dripping from the most distal smartsite port. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Baxter 0.9% sodium chloride IV bag; 3 curos port protectors; therapy date (B)(6) 2015. The customer¿s report of a leak was confirmed. Visual inspection noted a small hole on the surface of the smartsite port. Functional testing was performed and fluid leaked from the port. The cause of the leak was a hole on the surface of the smartsite port. The cause of the hole is a manufacturing defect.

Manufacturer narrative:
(B)(4)